Event description:
It is reported by the pt that the device was implanted in 2007. At about 6 months post-op, the pt began experiencing hip pain. A revision procedure is scheduled for 2009.

Manufacturer narrative:
Eval summary: no product was returned for eval and the condition of the device is unk. It is unlikely that the m/l taper femoral stem component contributed to the alleged event of acetabular component loosening and pain. The surgical notes from the primary surgery are unavailable, and it is unknown if the stem was implanted with the correct orientation and correct fit as per surgical technique. X-ray images post-primary surgery and from successive pt visits are unavailable. The instruments used in the primary surgery are also unk. Pt's height, weight, and activity level are unk. Factors which may contribute to acetabular loosening pertaining to the m/l taper femoral stem may be one or a combination of the following mechanisms: improper offset, misalignment of femoral stem, extent of mating connectivity between stem/head interface, impingement, or pt activity post-surgery. However, the exact cause for the current situation cannot be conclusively determined. Eval results: no product was returned. Review of the device history record did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.